Event description:
Event description guidant received information that an x-ray revealed that this transvenous implantable lead had moved. The lead was no longer capturing the right ventricle; however, sensing was good.